Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that during the implant attempt, both right ventricular (rv) leads were attempted but could not be placed due to the stylet becoming stuck halfway down the leads, possibly due to the tortuosity of the patient's anatomy. A different rv lead was implanted. No patient complications have been reported as a result of this event.